Event description:
The account alleges that the hi/low function has unintentional movement.

Manufacturer narrative:
The technician reseated the control board connectors, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.